Manufacturer narrative:
Unique identifier (UDI)#: na. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The event of reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with unspecified dermal filler "pts" developed "similar reactions." Pts were treated with clavulin and corticoids. As the physician is responding to a feed on social media, it is not possible to pinpoint which symptoms the pts were presenting with during the "similar reactions."